Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that during a device changeout there was oversensing in the atrial channel after both atrial sensing and atrial pacing, and there was double-counting of p-waves. There was no double-counting on the analyzer. Atrial blanking is not adjustable so no programming was able to be performed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.